Event description:
It was reported that during a second revision procedure due to dislocation of a constrained liner and modular head component was performed in late 2008. During range of motion, the freedom ringloc constrained liner and freedom head reportedly dislocated intra-operatively. A competitor's acetabular cup shell and liner was used with a biomet ceramic head component to complete the procedure. No further information is available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Multiple attempts to obtain information from the surgeon have been made. No further information has been provided to date. Device expiration date - unknown. Age of device - unknown, device manufacture date - unknown,